Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed no evidence of a voltage fluctuation that might lead to overheating. The rewind, load, and prime steps were performed successfully. All current draws were within specifications. No overheating occurred during the investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board or the continuous glucose module. The temperature complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap fit securely.